Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer did not power up. As a result, the power supply was replaced. It was also noted that there were errors in the software update history. (B)(4).

Event description:
It was reported that there was a short circuit in the main power switch, the programmer did not switch on and crackling was heard. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.